Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2 device ruptured during filling. The device was being filled with a 96ml solution of 5-fluorouracil and sodium chloride at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device could not be sent to baxter for evaluation due to the device being soiled with a chemotherapy drug (5-fluorouracil). Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.